Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received a data review for of this subcutaneous system due to double counting and an inappropriate shock. Technical services confirmed low amplitudes had been responsible for smart pass deactivation and high amplitude noise, potentially related with myopotentials, with some oversensing, but overall appropriately classified, was also observed. T-wave oversensing on pvcs and baseline shifting had resulted in the inappropriate shock therapy. Technical services further discussed programming optimizations. No resulting adverse patient effects were reported. It was subsequently reported that this patient was recently admitted for a heart valve replacement at which time additional inappropriate shock therapies were observed. An interrogation illustrated double and triple counting were likely root cause. A magnet had been applied during the procedure but information would suggest the magnet may have moved away from the device during this time and therapy inadvertently delivered. The physician elected to reprogram from alternate to primary with smartpass off and a gain and have the patient return when appropriate for further system evaluations.